Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on 20 feb. 2024, a 25mm navitor valve was implanted in a patient with a final implant depth of 4.88mm. On (B)(6) 2024, it was reported that the patient developed a first degree heart block requiring a dual chamber pacemaker implant. The patient is stable.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient does not have a history of this type of arrhythmia or other conduction disturbances, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4.8mm from the non-coronary cusp. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that implant depth contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.